Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The field service representative reported a failed backup alarm. The unit was not in use and there was no patient or user harm.

Manufacturer narrative:
G4: 20apr2020. B4: 29apr2020. The field service engineer fse confirmed the failure. The fse was onsite ready for the repair; however, the customer did not have the purchase order. It was confirmed the customer will place another service call when they obtain a purchase order number from their administration. Numerous attempts were made to obtain the repair information of this device. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.